Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for her husband that they were hospitalized due to high blood glucose and pneumonia on (B)(6) 2017 about 9-10 am with blood glucose of 488 mg/dl. Customer reported significant events leading to hospitalization was fell and site pulled out. The customer was wearing the insulin pump during the hospitalization. Customer reported that doctor removing from insulin pump therapy because patient is no longer able to work insulin pump, put him on manual injections and customer doesn't understand it. Customer reported her husband was on insulin pump. Customer reported her husband cannot use it anymore. The insulin pump will not be returned for analysis.